Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. During the investigation the acoustic lens has a chip and there was a gap between acoustic lens and ultrasound probe. Additional evaluation findings were as follows: due to a cut on switch1, water tightness is lost, due to wear of lock engagement lever, up/down knob cannot be locked securely, the switch1 has a cut, the grip, the acoustic lens both has a scratch, due to damage on ultrasonic cable, the number of missing element exceeds the standard value, due to a scratch on acoustic lens, displayed ultrasound image is defective, the bending section cover has wear, the connecting tube has coating peeling. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope had air/water leakage from the switch box. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the acoustic lens has a chip and there was a gap between acoustic lens and ultrasound probe. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.